Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient on dialysis, as the delivery catheter system was advanced through the aortic valve, a slight drop in blood pressure to just under 100 mm hg was observed. The valve was deployed to 80% under semi-rapid pacing when the patient's blood pressure dropped again to approximately 30 mm hg. Although the depth of the valve was deemed satisfactory, the coronary artery was difficult to see on echocardiogram. The valve was recaptured. Despite the recapture, the patient's blood pressure did not increase. Catecholamines were administered without blood improvement. Subsequently, cardiac massage was performed and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient's blood pressure returned to normal; however, reduced movement was observed at the left ventricle. The valve was implanted and an artificial heart pump was placed in the patient. Following the procedure, the patient was followed up in the intensive care unit. Per the physician, the cause of the hypotension was unknown.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.